Manufacturer narrative:
Unit received with broken reservoir tube lip and reservoir does not stay locked in. The reservoir tube lip is not completely broken off. Unit received missing o ring at the reservoir tube and end cap sticker. Unit received with minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump reservoir compartment is chipped and a piece of it fell off. Customer indicated tha t the reservoir will not lock into place. Customer does not recall any significant events leading to the error. Customer's blood glucose was 125 mg/dl unknown at the time of incident. Troubleshooting was done for damage but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.